Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The battery has been received and is awaiting further analysis. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. This event is currently being investigated by the manufacturer and falls under a CAPA. Device remains implanted.

Event description:
It was reported that the "patient complains when [the] battery is plugged in to the controller the controller switches to the second battery and toggles back and forth." The patient followed the instructions in the field safety corrective action (fsca) letter and brought the "battery with the highest number of bars" to the clinic on his next visit and the clinic exchanged the battery, giving the patient a new replacement battery. The battery will be returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.